Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * please provide the lot number.=>unk to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-01643.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. During the surgery, the needle was easily detached from the suture during use. This happened in two products in a row. These were not control release needles. There were no adverse consequences to the patient. Further information has been requested.